Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission revealed the patient's right atrial (ra) lead was found to have exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.